Event description:
It was reported that pump experienced malfunction alarm labeled malf 12, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, and confirmed that malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction alarm returned.